Event description:
Customer reported unexpectedly high blood glucose values despite changing infusion set and site. Nurse told her to discontinue pump usage temporarily and go back to pens. The customer said she thought the pump was not delivering insulin properly and was responsible for her high blood glucose values. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.